Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first five staples were severely misaligned. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 12 staples left in the cover block , indicating that at least 23 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in one malformed staple, and one partially formed staple releasing at the same time. The second fire resulted in the staple not fully forming. Additional functional testing was conducted to evaluate the forming tool. A staple was observed to be falling out of the forming tool while being fired due to the severity of the forming tool deformity. The complaint stapler was fired with the complaint forming tool and 5 malformed staples were released. The complaint stapler was fired with a lab inventory forming tool and 3 staples fully formed and released correctly. The lab inventory stapler was fired with the lab inventory forming tool and 2 staples fully formed and released correctly. The lab inventory stapler was fired with the complaint forming tool and 5 malformed staples were released. The device was disassembled, and severe die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. The complaint forming tool appeared to be defective resulting in the malformed staples firing. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first five staples were severely misaligned. The sample was disassembled and die casting anomalies were observed on the forming tool. The pusher appeared to be tilted downward. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".